Manufacturer narrative:
The customer reported that no alarms were provided at the bedside and central station for a patient death. Post incident testing of all involved philips devices showed that they were all performing as intended and specified. Alarms were shown to have occurred throughout the time in question. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be provided once the investigation is completed. (B) (4).

Event description:
The customer reported that no alarms were provided at the bedside and central station for a patient death.